Event description:
The customer reported a failure to discharge during a cardiac arrest in the ICU. There was no report of death or serious injury related to this incident.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.